Event description:
Philips received a complaint on the v60 ventilator indicating that the device was displaying the incorrect tidal volume. In a good faith effort (gfe) response from the customer received on (B)(6) 2026, it was clarified that the device was outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they used an external flow analyzer to confirm the issue. The rse informed the customer that it was possible the issue was being caused by a faulty flow sensor assembly (fsa). The customer requested onsite service by a field service engineer (fse). A quote for onsite service and a replacement fsa was sent to the customer and accepted. On (B)(6) 2026 an fse went to the customer site and confirmed the alleged tidal volume issue. The fse replaced the fsa to resolve the issue. After the repair was finished, the fse completed a performance verification test (pvt), which the device passed, confirming a return to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.